Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. The system was successfully verified prior and after the date of treatment. Logfile review shows that all tests at the start of the system were performed without issue and the system shows no deviations or abnormalities in the logfile for the day of treatment. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in the user manuals. (B)(4).

Event description:
A customer reported a case of rainbow glare, observed in the patient's right eye two months post lasik. Additional information requested.